Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transapical tavr procedure, during deployment of the 26 mm sapien 3 valve, at the last part of valve implantation (+2 ml as per physician instruction), the balloon burst. Despite the balloon burst, the 26 mm sapien 3 valve was successfully implanted. The patient was stable with no leaks pvl or central ai observed post procedure. The patient was noted to have calcified leaflets.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction: f10. Additional information: f10, h6 and h10. Section f: changed code from 1074 to 1250. Section h10: additional information provided indicated that blood was seen in the atrion syringe after deflation of the delivery system. The balloon was reported to have deflated. Furthermore, the delivery system was returned to edwards lifesciences for evaluation. During the pre-decontamination engineering evaluation, a pinhole leak was observed from the distal balloon taper during balloon inflation. Investigation is ongoing.

Manufacturer narrative:
Section h6 and h10: additional visual observations noted the delivery system was returned with the stylet inserted. A pinhole was found at approximately 14 mm from the distal part of the balloon. A kinked guidewire lumen was observed at the inflation balloon. During functional testing, the balloon was inflated, and a pinhole leak was observed on the distal tapered region of the balloon confirming the complaint. Due to the location of the pinhole (balloon taper), no dimensional inspection could be performed. The complaint was confirmed based on functional testing and visual inspection. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to this complaint event. A review of the lot history revealed no other similar complaints. A review of the complaint history from april 2019 to march 2020 revealed no other returned complaints. As a result, no relevant product and engineering evaluation codes were identified for the failure mode. A review of the complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the trend category. The instructions for use (IFU) for the certitude delivery system (ds), the certitude ds procedural training manual and the certitude ds device preparation manual were reviewed for guidance/ instruction involving the delivery system usage. Per the IFU, ¿confirm that the thv is oriented properly and the volume in the inflation device matches the indicated volume¿. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. Furthermore, as there were no report of the device leaking during device preparation, it is unlikely there was an issue with the device out of box. Per the case description, ¿a extra volume was added (+2ml (physician instruction)).¿ the nominal inflation volume is 23ml for the 26mm certitude delivery system. The additional volume added may have caused the balloon to over expand and the balloon material to weaken. Additionally, the provided notes state that the patient¿s valve leaflets were calcified. Calcification can interact with and puncture the balloon, which can then lead to the reported leak. As a result, the combination of an over expanded balloon and the presence of calcification likely lead to the complaint event. A definitive root cause is unable to be determined. Based on available information, it is possible that patient factors (calcification) and/or procedural factors (additional inflation balloon volume) may have contributed to the complaint event. The trending category did not exceed the control limits; therefore, no corrective or preventative actions were required.